Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that initially, the reporter (patient) was extremely pleased, but distance sight has deteriorated a lot over time. This may indicate the issue is unrelated to the iol. There have been no other complaints reported in the lot number. The reporter was encouraged to speak with their surgeon. The reporter does not want company to contact the surgeon. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient was unhappy with distance sight, it was deteriorated a lot over time, vision had gone back to where it was before surgery and have to wear glasses for distance, not able to aim at all. Additional information was requested and received stating patient can see very well to read but can not see well at distance. Having problems to drive - can't see street signs.